Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, two in.pact admiral paclitaxel eluting balloon catheters were used to treat lesion in the left proximal and mid sfa. Approximately 6 months post procedure, patient died. Cause of death is unexplained. Sponsor assessed event is not related to device, procedure or paclitaxel.